Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Duplication testing was performed and no failure was identified related to the reported wake button issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump was hit by an object and the touch screen became shattered and unresponsive. In addition, it was reported that the wake button was unresponsive. Customer¿s blood glucose was 144 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.